Event description:
It was reported that the doctor noted exposed bulking material post implant. The material had eroded into the urethral lumen on the left side. The eroded material was removed cystoscopically with flexible forceps. No further complications were reported.